Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having non acholic liver damage, breathing problems and nausea. The patient also had CT scan, liver biopsy and 3 ultra sounds. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have breathing problems, nasal/throat irritation or soreness, non acholic liver damage, and nausea. The patient also had CT scan, liver biopsy, liver cancer and 3 ultra sounds. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having non acholic liver damage, breathing problems and nausea. The patient also had CT scan, liver biopsy and 3 ultra sounds. The patient alleged of having liver cancer. Clinical code and impact code for liver cancer were added in h6 section.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having non acholic liver damage, breathing problems and nausea. The patient also had CT scan, liver biopsy and 3 ultra sounds. The patient alleged of having liver cancer. The patient also alleged of having nasal/throat irritation or soreness. Section h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nodules on her right lung related to a CPAP device's sound abatement foam. Additional information was received about the alleged nasal / throat irritation or soreness. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.